Event description:
During a ptca/stent procedure, after pre-dilatation with another company's balloon catheter, a dissection was noted. The stent was advanced to the lesion, but would not cross. Upon removal of the stent delivery system, the vessel was checked with contrast and another dissection was noted before the lesion. Two additional stents were used to treat the lesion and the dissections.